Manufacturer narrative:
E1 - initial reporter establishment name:(B)(6). The device was not returned to olympus for inspection, and the reported failure was not confirmed. Based on the results of the investigation, since the subject device was not evaluated, a root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope malfunctioned during reprocessing, resulting in an extended cleaning time of over 30 minutes. The issue was found during reprocessing. There were no reports of patient involvement.